Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently not delivering insulin properly. The customer was unable to verify if there were any alerts or alarms that occurred. Tandem customer technical support (cts) reviewed pump data and verified that there were no alarms or alerts related to the reported issue. Customer's blood glucose was around 500 (mg/dl) and was addressed with manual injections. The customer discontinued using the pump for insulin therapy. Multiple attempts were made by cts to obtain additional information and to perform a system check; however, the customer did not respond.